Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown abutment screw fractured in the implant. As a result, the implant had to be removed.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an abutment screw fractured in the implant. As a result, the implant had to be removed.

Manufacturer narrative:
Additional information received on jan 14, 2020 identified the item and lot number of the fractured screw. The following sections have been updated: d1 brand name. D2: device product code. D4 catalog and lot number.